Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer continued to use cartridge. Customer's blood glucose (bg) was 324-412; however, contact thought the elevated bg was due to a change in daily schedule and not related to the cartridge issue. Correction bolus was delivered to address bg. Upon follow up, contact reported the issue was resolved.